Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Returned unit successfully initiated and passed all investigation testing and the reported issue could not be duplicated. Root cause: unable to determine. Source: phone.

Event description:
Customer reported 1 false positive results for flu b on lot 709851. The customer did not specify if this particular result was confirmed by pcr. No information on patient symptoms.